Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly is refusing to wear the processor for the last 2 months.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the received information and telemetry data it seems very likely that bone growth around the reference electrode was the reason for the increased impedance of the reference electrode. Damages found during investigation are related to the removal surgery. The investigation results appear to match with the reported problem. This is a final report.

Event description:
The patient had been refusing to wear the processor for 2 months. The patient could tolerate the device only without batteries, while she refused it already with a very low charge stimulation. The patient has been re-implanted.